Event description:
Complainant alleged that during functional testing, critical error codes were observed in the error log. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty resistor on the main board. The main board was replaced to resolve the report. The customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.